Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance, it was observed that the device was alarming with a blower stalled error message. It was confirmed that the blower was not rotating. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer ordered a blower assembly replacement.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.